Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customer reported event was not able to be confirmed. Based upon the information made available, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a cataract surgery, the vacuum disappeared in the phacoemulsification mode which lead to delay in the surgery. The surgery continued after retest the cassette. Manual aspiration was not required. There was no harm to the patient.